Manufacturer narrative:
The customer did not return the device for evaluation. Since lot # 8cpeg13e involved in the event occurrence expired on 31-mar-2020, the in-house testing could not be performed. Therefore, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The customer stated that she did not wash her hands prior to testing. As per the contour next link 2.4 meter user guide, "wash hands and dry well before handling to keep the meter and test strips free of water, oils and other contaminants." Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that while she was at the physician's office for the laboratory testing, a comparison testing was performed between the customer's contour next link 2.4 meter and physician's meter. The reading on the contour next link 2.4 meter was 79 mg/dl and that on the physician's meter was 32 mg/dl. Both readings were obtained within 10 minutes. The customer had no symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.